Event description:
The customer reported that the system showed an interlock error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep spoke with the customer over the phone and the system was rebooted. The failure has not reoccurred. The system was working as intended and put back into service.